Manufacturer narrative:
The device was returned to the manufacturing facility located in sydney, australia for an engineering investigation. The investigation methods, results, and conclusions are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that during incoming inspection, an astral device had a power failure and became inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported complaint regarding a battery inoperable alarm and power failure was confirmed. The investigation determined that the device faults were due to an isolated component failure within the battery pack. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).